Event description:
It was reported that the customer experienced a low blood glucose level, recorded at 2.7 mmol/l. There was no adverse impact to the customer¿s blood glucose level beyond this low reading. The customer consumed carbohydrates to address the low blood glucose level and planned to consult their healthcare provider for potential settings adjustments, as advised by technical support.